Event description:
Reportedly, the loading machanism broke while firing. The staple line was not complete and bleeding occurred. The surgeon had to cut the staple line further back with another instrument in order to clip and stop bleeding.